Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that they were admitted in emergency room due to diabetic ketoacidosis on (B)(6) 2010 with blood glucose of 250 mg/dl. The customer experienced symptoms such as respiratory infection. The customer was treated with intravenous fluids. The customer stated that retainer ring was coming off shortly. It was unknown that auto mode feature was active or not at the time of event. The insulin pump will not be returned for analysis.